Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device interrogation showed an episode of non sustained rv oversensing due to myopotential oversensing. No programming changes were being considered at the time as there was only a single occurrence of this behavior and patient monitoring will continue with routine follow-up. The patient was fine throughout the device interrogation.